Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, and/or hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached a high of 332 mg/dl and a low of 50mg/dl while wearing the pod. Patient was "very sick" and "having a hard time holding down food." Subsequently, patient was hospitalized for approximately 4 days. Patient's personal diabetes manager was modified, during hospitalization, and basal rate was increased from 26.4 units/hour to 29.3 units/hour. It should be noted that patient's mother advised child has celiac disease and does not hold the omnipod responsible for this event. No further information could be obtained, despite due diligence efforts to follow up.